Event description:
Broken wire was noted when instrument was being inserted for the first time into the da vinci. Manufacturer response for da vinci instrument, intuitive surgical da vinci (per site reporter). No response as of yet. In process of returning to manufacturer.